Event description:
The incident was reported by the patient's location of purchase. It is reported that the patient was seen at (B)(6) on (B)(6) 2023 and diagnosed with contact lens related infective keratitis in the left (os) eye after approximately one week of lens use. As of (B)(6) 2024 the patient is continuing unspecified medications and has discontinued lens use for at least one week until seen for follow-up. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported in an abundance of caution due to the diagnosis of infective keratitis and potential for serious injury associated with this condition, lack of medical information, and unknown patient outcome. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Manufacturer narrative:
Manufacturers investigation and analysis of reported device lot number and returned sample found no issues, nonconformance's, or trends identified. The relationship between the coopervision and the event could not be confirmed. Should additional information become available, a follow-up report will be submitted as appropriate.